Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer received results of "hi" (>600 mg/dl) and 232 mg/dl within 10 minutes on the mobile system on (B)(6) 2015. At 12:30 a.m. On (B)(6) 2015, the customer received a result of 412 mg/dl on the mobile system and delivered 5.0 units of insulin via his infusion device. At 2:00 a.m., the customer experienced a diabetic coma. His wife provided treatment of a glucagon injection, sugar, and bread with jam and contacted the paramedics. The customer regained consciousness by the time the paramedics arrived, and he was treated with a glucose solution. No further details were provided. The alleged product was requested for evaluation.